Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a crack in the housing. When powered on some led segments on the lower led digit display did not illuminate. The device was able to obtain readings and alarm alert conditions with audible and visual indicators were functioning. Internal inspection isolated the led failure to contamination on the system board. A service history record review revealed that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing segment lines. No patient impact or consequences were reported.